Manufacturer narrative:
Patient information was requested but has not been provided. The initial reporter name was not provided during the call. A medtronic representative went to the site to test the equipment. A grinding noise was heard coming from the gantry. Inspection revealed that the rotor had been over-rotated. Noticed, also that belt for rotor motor was damaged. Belt found intact, but after removal and installation of new motor, the belt became completely compromised. The motor was replaced. The system then refused to home. It was confirmed that the gantry controller was not functioning properly. The rep replaced the gantry controller and performed a system checkout. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
An unknown site representative called technical service for assistance to open the imaging system gantry door during a spine procedure. They tried the electrical override with no success. They were attempting to do the manual door override procedure but when rotating the 1st nut, there was a grinding noise coming from the gantry. Eventually, they were able to manually override the door and open it to remove the system from the field. No further information was reported.

Manufacturer narrative:
The hardware investigation of the returned rotor tractor found that the reported event was related to a mechanical issue with the belt. Since the belt was returned broken it was not possible to test belt slippage on the tractor drive. The belt failed visual inspection due to wear and tear on the inner belt material. Some of the metal threads on the inside of the belt were also starting to show. Bench test of the tractor drive showed normal function. The reported event was confirmed.